Event description:
Boston scientific received information that this implantable lead was fractured. It was reported that the lead exhibited out of range pacing impedances greater than 2,500 ohms and no capture at maximum output. There were no adverse patient effects reported. This patient is not pacer dependent. This patient underwent a revision procedure and the physician opted to implant a new device and leads on the other side and elected to leave the existing pacing system in place and program the pacemaker to pace/sense in the ventricles at 40 beats per minute.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;